Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was shaky and their "balance was little bit bad". At an unspecified time of the event the cgm was reading 130 mg/dl and the blood glucose reading was 499 mg/dl. The wife took the patient to the hospital and the patient was treated there with insulin by the hospital nurse. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.